Event description:
The customer reported that insulin squirted out while filling a new infusion set. The caller also stated that the insulin pump seems to be stuck in a loop. Troubleshooting was performed and the device alarmed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. Unable to verify the prime anomaly due to the alarm.